Event description:
Pt developed infection in left hip area status post orif at another hosp. I&d performed on 5/4/94, by orthopedic dr. Pt was to receive IV antibiotic therapy for 3-4 weeks. Because of the necessity of venous access, a percutaneous insertion central catheter was attempted through fluoroscopy by radiologist. A piece of teflon coated sheath remained in the soft tissue of the left arm. Surgical consult and x-ray revealed sheath to be deep in the soft tissue no surgical intervention due to low likelihood of infection or migration.